Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "collapsed". Patient also reported "hair was falling out", "body attacked joints and hair growth", "diagnosed with alopecia universalis", "had to take an immune suppressor", "hair falls out every few months", "supposed to be in menopause, but levels were that of someone in their first trimester", and "had to have an oophorectomy and hysterectomy"; these are not device related. Device has been explanted.